Manufacturer narrative:
(B)(4). Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Fsr found out the gas delivery engine (gde) was the cause of the problem. New gde was installed, performed user verification tests (uvt) and operational verification procedure (ovp). The part will be sent to vyaire failure analysis laboratory for further investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator alarmed vent inop and the volume and flow are off of tolerance. There is no patient involvement in this reported event.